Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient was hospitalized for heart failure and received drug therapy. The physician suspected the left ventricular lead had dislodged to the right atrium and caused the event. X-ray confirmed the lead was dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.